Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was implanted in (B)(6) 2013. In situ measurements were indicative of a functional device but fluctuating values were observed over time. A CT scan showed that the electrode in the right ear had extruded form the cochlea. The patient was re-implanted on (B)(6) 2014.